Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's device would no longer hold a charge. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned, as it was kept by the facility.